Manufacturer narrative:
Cosmetic damage was not noted during failure analysis.

Event description:
The customer reported via phone call that the insulin pump was broken. Customer reported being hospitalized with diabetic ketoacidosis as a result. The details of the hospitalization was unknown. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.